Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure when the physician was pulling the peg tube outside the stoma site, it was noted the peg tube was on the verge of breaking between the pullwire and the c-flex tubing. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the sheath to still be attached to the delivery system. The button, red strip and black suture were not returned. The pullwire dilating tip was without issue. The c-flex tubing was torn in two at approximately .5 cm from the proximal end. The tubing had been stretched and necked down prior to failure. The tubing length was measured and found to be within specifications. The returned unit was consistent with the complaint incident that the delivery system tubing separated. It appears that the delivery system tubing received excessive tensile force during placement causing the tubing to neck down, permanently deform and also to break. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14230333 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14230333.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the physician was pulling the peg tube outside the stoma site it was noted the peg tube was on the verge of breaking between the pullwire and the c-flex tubing. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.